Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient indicated he needs to have the device removed. Patient reports the battery is depleted and also it basically didn¿t work for him since early 2013, meaning it didn¿t help his urinary symptoms as much as he would have liked. Patient reports it working better initially and then he had a loss of efficacy. Patient was provided a listing of physicians. No further complications were reported or are anticipated.